Manufacturer narrative:
(B)(4). Foreign- (B)(6). Concomitant medical products: nexgen articular surface cat#: 00596204017, lot# 62267078 . Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location is unknown.

Event description:
It was reported that patient was revised due to loosening and infection.

Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen articular surface cat#: 00596204017, lot# 62267078, unk bone screw(4) lot#unk item#unk. The reported event could not be confirmed based on limited information received. Products were not returned. Visual examination of the provided pictures show the tibial component, articular surface, and four bone screws are unclear. The condition of the parts does not enable further evaluation or identification of the articular surface. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Components were reviewed for compatibility with no issues noted. The tibial component remained in-vivo over 15 years before being revised. It was reported that the surgeon followed the surgical technique; however, surgical notes were not provided. Per the articular surface's package insert and the surgical technique, the lps-flex 17mm and thicker articular surfaces require a locking screw to fasten the articular surface to the tibial baseplate in order to prevent lift off at higher flexion positions. The locking screw was not reported or shown in the picture provided; therefore, it cannot be determined if the use/non-use of a locking screw could have effected the reported event. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08575, 0001822565-2017-08576, 0001822565-2017-08577, 0001822565-2017-08578, 0001822565-2017-08579.

Manufacturer narrative:
The following report is submitted to relay additional information. Expiration date: sep.22.2017.